Event description:
It was reported that a cerebral vascular accident occurred. It was reported via social media that the patient had a watchman flx closure device implanted and post procedure on an unknown date the patient experienced a cerebral vascular accident.